Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the pulse generator had not reached end of service. The patient reports that their seizure frequency had increased over the past 3 weeks and that they no longer feels stimulation. It was reported that the patient is usually very sensitive to device stimulation, but that they still could not feel it after treating neurologist indicated that the generator was originally implanted in the axillary area and that each time the patient turns their head, pulling of the lead wire can be visualized under the skin and something that resembles a tie-down "pokes out" treating neurologist ordered x-rays and has referred patient to neurosurgeon for follow-up.